Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Event description:
It was reported by customer's friend that the customer had high blood glucose and believes the insulin pump has a malfunctioned. The caller stated the customer's blood glucose was 400mg/dl. The customer did a site change and did not work. The caller stated the insulin pump is now on manual injections; which is helping with blood glucose. The caller stated there are cracks around the battery compartment. Advised customer to discontinue the use of the insulin pump and revert to backup plan.